Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. Bluetooth pairing test was performed and no result available. A review of the data logs was performed and bluetooth connection issue was found within the investigation window. The allegation was confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.